Event description:
During a tubal ligation procure, the falope ring would not fire, another port was placed and the same thing happened. After the two attempts with the two kits failed, the procedure was completed by cautery. There was no harm to the patient.

Manufacturer narrative:
Items returned by the customer: applicator, 2 dilatators, 1 with a band, trocar and spike. Applicator is in position #1, when the tongs were extended, a band was found wrapped around the base of the tongs, which was slid into the inner shaft. Some dried body fluid was found on the outside of the shaft/device. The band was removed from the tongs, and two new bands were loaded onto the applicator. Each one deployed individually as designed. No problems were observed with the operation of the applicator. No defects are observed with the device. The device was found to operate per specifications. Both bands deployed as designed. The facility was referred to the IFU for correct and proper band loading and deployment.